Event description:
It was reported that during a hemicepatectomy procedure, there were jammed clips and misformed clips. No further info is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/28/2008. Information anticipated, but unavailable at this time.